Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with atrial flutter. The atrial flutter was not detected by the device due to p-wave undersensing by the right atrial (ra) lead, which caused p wave amplitudes to be near the ra lead's sensitivity value. Because the atrial flutter was not detected, the patient did not receive the programmed atrial cardioversion therapy. The patient's atrial flutter was externally cardioverted. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.